Manufacturer narrative:
Result: damaged power cord sheathing.

Event description:
It was reported by service report that the power cord had a ripped sheathing. No patient involvement or adverse consequences were reported.